Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h2 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated and the evaluation found the screen fogging and adhering dirt cannot be removed even if air was supplied. Based on the results of the investigation the foreign material was a mixture of silicic acid and organic silicone and as a result of comparative analysis, it was confirmed that the dimethicone used in the facility was very likely and not clear. Per investigation, possible causes of foreign matter adhesion include insufficient pre-cleaning, insufficient rinsing, and insufficient drying due to buttons not being removed when storing the endoscope. Based on the results of investigation, it was likely that foreign matter that cannot be removed by air and water supply adheres to the objective lens or nozzle, and becomes the nucleus for condensation on the lens surface, causing the clouding of the screen. However, there was no deformation of the nozzle. Therefore, the root cause of the reported issue could not be identified. The issue can be detected/prevented by following the instructions provided in: the suggested events are detectable and preventable by handling device in accordance with the following IFU. "Chapter 3 preparation and inspection 3.8 inspection of combination functions with related equipment". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed.

Event description:
It was reported that the gastrointestinal videoscope had clogged nozzles. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1: address line - (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.